Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced migration at the ipg site. The patient stated they had fallen off their bike a few months ago and a different fall approximately a year prior. The ipg has since shifted in the pocket and is tilted. The patient stated they feel the ipg is close to the surface of the skin. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information, indicates surgical intervention was undertaken on (B)(6) 2021. Where in the entire system was explanted and replaced. Issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.